Event description:
It was reported the brakes were not functioning to specification.

Manufacturer narrative:
The distributor reported upon unpackaging of the stretchers, 17 exhibited brake ring degradation due to the vibration of the sea travel. The distributor did not report the serial numbers affected.